Manufacturer narrative:
Citation: kalra s et al. Initial experience of a second-generation self-expanding transcatheter aortic valve: the UK <(>&<)> ireland evolut r implanters¿ registry. Jacc cardiovasc interv. 2017 feb 13;10(3):276-282. Doi: 10.1016/j.jcin.2016.11.025. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature regarding clinical outcomes following transcatheter aortic valve replacement. All data were collected from multiple centers between december 2013 and may 2016. The study population included 264 patients (predominantly female; mean age 81 years), all of which were implanted with the medtronic evolut r bioprosthetic valve (serial numbers not provided). Among all patients six deaths occurred. None of the deaths were attributed to medtronic product. Adverse events included: paravalvular leak (42.1% mild, 6.8% moderate, 0.9% severe), elevated gradients, 2 coronary occlusion (1 required angioplasty, 1 required open heart surgery), 16 acute kidney injury, 36 arrhythmia (14 complete heart block, 8 second degree heart block, 14 left bundle branch block) requiring permanent pacemaker implant, 3.8% cerebral vascular accident, 14 major vascular complications, 23 unsuccessful valve deployment, and 46 valve malposition requiring repositioning. Malfunctions included: 1 delivery catheter system with a detached nose cone, and 1 delivery catheter system with an end cap handle separation. No additional adverse patient effects or malfunction were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from physician/author stated that the nose cone separation was a partial separation and a new delivery system was used to complete the procedure without complication. No further details were provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.